Event description:
Device report from depuy synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2023, during the revision and implantation of a new trochanteric fixation nail advanced(tfna). Previous tfna fractured after 4 months. This report is for one (1) 10mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 2 for (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. Investigation summary: revision and implantation of a new tfna. Previous tfna fractured after 4 months. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed, that there was a nail and screw construct implanted to the left femur. It was observed, that the tfna fem nail ø10 le 130° l235 timo15, p/n: 04.037.045s, lot#: 672p487, was broken at the proximal end, near the helical blade locking hole. No other problem identified. As the device was not returned. An as-received condition could not be assessed. And a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, for tfna fem nail ø10 le 130° l235 timo15, p/n: 04.037.045s, lot#: 672p487. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 25-feb-2022. Expiration date: 01-feb-2032. Part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile. Lot number#: 672p487 (sterile). Lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071281 rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev c met all inspection acceptance criteria. Packaging label log (pll), lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21892 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented, during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number#: 634p929. Lot quantity: 381. Nineteen pieces were scrapped at op #50. Final inspection for an unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the nineteen pieces noted. Inspection sheet ns673827 rev a, met all inspection acceptance criteria apart from the nineteen pieces noted. Part number: 04.037.942.2, lock prong, 130 degree, tfna. Lot number#: 597p518. Lot quantity: 107. Five pieces were scrapped in cell at op #70. Final inspection, for an unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, final inspection, ns673829 rev c, met all inspection acceptance criteria apart from the five pieces noted. Part number: 21127, timoagri16.00 bp80. Lot number#: 476p673. Lot quantity: 1,993 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4), dated (B)(6) 2021 was reviewed, and determined to be conforming. Lot summary report dated 17-nov-2021 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: 17-apr-2023: DHR reviewed by: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture, that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.